Event description:
The customer received questionable thyrotropin (tsh) results on their e411 disk analyzer. The customer provided data for four patients, of which there were three patients with discrepant results. Patient samples tested were all serum samples. All initial and repeat testing was performed on the same e411 analyzer. The first patient's initial tsh result was 0.024 uiu/ml accompanied by a data flag and it was reported outside the laboratory. The repeat tsh result was 3.20 uiu/ml. The customer considers the 3.20 uiu/ml to be the correct result. The second patient's initial tsh result was 0.023 uiu/ml accompanied by a data flag and it was not reported outside the laboratory. The repeat tsh result was 8.23 uiu/ml and it was not reported outside the laboratory. Neither result was considered correct by the customer nor was a re-draw performed. The third patient's initial tsh result was 0.019 uiu/ml accompanied by a data flag and it was not reported outside the laboratory. The first repeat result was 0.017 uiu/ml accompanied by a data flag and it was not reported outside the laboratory. The second repeat result was 1.25 uiu/ml. The customer believed the result of 1.25 uiu/ml to be correct and it was reported outside the laboratory. The customer refused to provide any information on whether the patients were adversely affected by this event. The tsh reagent lot number was 16279003 and the expiration date was 01/31/2012. The field service representative could not determine the cause of this event. The customer found a pipette tip in the reagent pack. Performance testing was run with results with in specifications.

Manufacturer narrative:
Quality control performed before and after the event was within specification. Performance testing results were all within specification. There are no concerns with the performance of the analyzer. Although a specific root cause could not be identified, the most likely reason for the low results was the pipette tip found in the reagent pack after the sample runs. The loss of tips is typically caused by wrong adjustment or parts touching the tip. The field service representative verified the adjustment and found no parts that touched the tip. The alarm trace and the tips are not available for further investigation. It was noted a similar issue has been reported by the same customer and the issue was improper placement of the reagent disk cover by the customer. No adverse events were reported.